Manufacturer narrative:
Blocks a2-a6: patient information available. Blocks b6 & b7: relevant tests/medical history available. Blocks d9 & h3: the pioneer plus catheter was returned for evaluation. Block d10: concomitant devices available. Block e4: updated from unk to no. Block h3: visual inspection found a bent scanner and a stretched guide wire exit port. During functional testing, the catheter was plugged into an intrasight system but was not recognized, with multiple error messages displayed. Further testing, the catheter failed the wire bond, apt, and image tests. Block h6: the probable cause of the lost image is due to a bent scanner body. Strain, impact, and forces associated with handling can affect the integrity of the electrical connections within the device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a pioneer catheter was used in a therapeutic peripheral procedure. While attempting to cross the lesion, the catheter lost image and wire access was lost. At that time, the physician choose to abort the procedure to gain access through the popliteal artery at a later date. The patient was brought back, and the catheter successfully crossed the cto. The procedure was completed with no patient injury reported. This product problem is being reported because the catheter could not be used; resulting in a potential for harm due to the delay of the procedure.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Block a2-a6: not available from facility. Blocks b6 & b7: not available from facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the pioneer plus catheter was not returned to the manufacturer for evaluation, thus no returned product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.